Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the load process took longer to complete than alternate insulin pump and caused elevated blood glucose (bg) level up to (500 mg/dl). The customer took a bolus via the pump to stabilize bg level. The customers husband assisted to take a bolus as the customer could not think properly and was unable to perform the action on their own. The customer had declined assistance from tandem certified diabetes educator.